Event description:
It was reported that during a procedure the universal handswitch caused the handpiece to run in safe mode. Additionally the device continued to run when the handswitch was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during a procedure the universal handswitch caused the handpiece to run in safe mode. Additionally the device continued to run when the handswitch was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a loose safety switch. The device was discarded by the manufacturer.